Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio, which was confirmed and reproduced. The cause was found to be a failing backflex. The backflex was replaced through replacement of the rear case assembly. (B)(4).

Event description:
It was reported that a spectrum pump had no audio output. Any patient involvement, injury or medical intervention is unknown.